Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 4.2 failed and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.2 was failed and required maintenance. A field service engineer (fse) found main 4.2 was failed; a bad fuse was identified and replaced, functionality was tested good, medication was reloaded after awaiting customer availability and witnessing. Operation was verified by customer via the inventory application without issues. The system functioned as intended after the field service engineer repaired the device.